Event description:
It was reported that the patient presented to the emergency room. It was discovered that the right ventricular lead had multiple noise episodes. The lead was capped and replaced on 05 feb 2023. The patient was in stable condition.